Manufacturer narrative:
Patient information is unknown. Photos were received and it was determined this complaint is related to recall number (B)(4). The recall has not yet been applied to the reported serial number.

Event description:
The customer reported the patient data module smoked and overheated to the point that it melted. No patient consequence reported.